Manufacturer narrative:
Emdr 1219930-2015-00792 submitted with the incorrect manufacturing site. New ftr created per MDR procedure in order to populate emdr with correct manufacturing registration number. Original initial report number 1219930-2015-00792 under ftr (B)(4). New report number 9612501-2015-00539 under ftr (B)(4).

Manufacturer narrative:
(B)(4). Patient codes: (incision was made larger to remove specimen). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, when pulling specimen bag out of incision, the seam of the bag busted open. The current patient status is good. The incision was made larger and new device was inserted and removed specimen along with ripped bag. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.